Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) and reported misloading a vitamin b12 reagent pack on the unicel dxc 600i synchron access clinical system. The customer was checking a b12 reagent pack since qc was out high on the pack, by selecting to unload it and customer selected done to the unload command but actually left the pack in the reagent carousel so the reagent pack was physically on the reagent carousel, but not registered on the reagent inventory screen. The customer needed to find the b12 pack and remove it so it could be loaded through the software. Bec cts assisted customer in printing the reagent inventory. Customer then used the reagent inventory to find the b12 pack not listed (it was in slot 10). Customer also used the reagent inventory to verify that all other on board packs correlated with the reagent inventory. Customer then homed the reagent carousel and reinitialized to ready. Customer reloaded the b12 pack in question. Per customer, she believes the instrument was running samples when she unloaded the b12 pack but stated no b12 patient samples were being run at the time as qc was out for b12. The customer was advised by cts to try repeating the b12 qc using fresh qc vials and call back if further assistance required. There were no further calls with regard to this event. No erroneous results were generated and there was no patient injury or change to patient treatment attributed to or connected with this event.